Manufacturer narrative:
H3, h6: part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A visual inspection revealed the device was returned outside of original packaging. The distal tip of the anchor plug had become fractured from the threaded insert of the anchor plug. The distal tip part of the reported device of the anchor plug was not returned and the threaded insert portion is still in the device. A functional evaluation revealed the device actuators function as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Internal complaint reference: (B)(4).

Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A visual inspection revealed the device was returned outside of original packaging. The distal tip of the anchor plug had become fractured from the threaded insert of the anchor plug. The distal tip of the anchor plug was not returned and the threaded insert portion is still in the device. A functional evaluation revealed the device actuators function as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the glenoid dislocation fracture and arthroscopy (orcr) procedure when the suture was passed through the second healicoil knotless rgnst, the anchor was broken. All the broken pieces were retrieved from inside the patient. The procedure was finished with a smith and nephew backup device. Surgical delay of 20 minutes. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the glenoid dislocation fracture and arthroscopy (orcr )procedure when the first healicoil knotless rgnst was turned the dial after inner lock, the anchor could not insert into the bone hole. When the suture was passed through the second healicoil knotless rgnst, the anchor was broken. The procedure was finished with a smith and nephew backup device. Surgical delay of 20 minutes. No patient injury was reported.